Manufacturer narrative:
Adverse event notification and handpiece was initially sent to dentsply sirona, based in (B)(6); dentsply sirona is the OEM for this handpiece. Upon completing device evaluation, sirona informed us that this handpiece was distributed by ba international ltd., and indicated ba international's brand name of the product: ce label 0476. Dentsply sirona has provided their investigation report, attached to this submission. Additionally, the handpiece will be returned back to handpiece headquarters and be readily available for ba international's evaluation. This report has also been sent to ba international.

Event description:
A child patient felt burning sensation. This handpiece was also used on a second female patient and a burning sensation was also observed.